Event description:
Two years after stent implant, the stents appeared fractured and separated. The report received from the field indicated that the pt was pregnant and went to the hosp for delivery. During delivery, the pt had a myocardial infarction; the pt's left anterior descending (lad) had dissected. Consequently, two overlapping cypher stents were implanted. Two years later in 2007, pt returned to the hosp and the stents appeared to have kinked, fractured and separated in the overlapping portion. The physician was not able to open the left anterior descending (presuming restenosis).

Manufacturer narrative:
The product is not available for eval, as it remains implanted. Add'l event, patient and procedure info has been requested and will be submitted within 30 days upon receipt.